Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the system-1 was unable to run on battery. This system still can run well on alternating current (a/c) power. A battery error code was observed. The device was not changed out, as they still used this system with a/c power and a universal power supply (ups) between in case of a/c power loss. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the subsidiary service engineer (sse): the customer is using the suspect system-1 with a/c power to avoid any delay or interruption of the planned open-heart cases. I need to bring a new power manager to replace for the customer before sending the board to the manufacturer. I have a known good power manager for temporary replacement of the power manager and to identify part is the power manager.